Event description:
It was reported that during a surgical procedure at the user facility that the device had overheated. As a result of the device overheating, the patient's lip was burnt. The severity of the burn has not been reported at this time. No additional adverse consequences have been reported regarding this event at this time.

Manufacturer narrative:
Conclusion code - evaluation conclusion: the device has been archived by the manufacturer.

Event description:
It was reported that during a surgical procedure at the user facility that the device had overheated. As a result of the device overheating, the patient's lip was burnt. The customer reported that the burn was treated with a yellow soft paraffin. The customer reported that the surgery was completed successfully using an alternative drill with no surgical delay. No additional adverse consequences have been reported regarding this event at this time.